Manufacturer narrative:
(B)(6). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted the fillport cap was missing. The condition was verified but the cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the device was missing a sterility cap in the fill port. There was no patient involvement. No additional information is available.